Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 90 hours of extended bench testing at the customer's settings. A review of the event trace indicated, the reported event ¿shut down¿ was last logged (B)(6) 2018. The recorded event is a ¿ln vent1¿ condition. Visual inspection of the device revealed power board was not seated properly, as a pre-caution the power board was re-seated. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 shuts down every time the ventilator goes over a bump. At this time, it is unknown if there was any patient involvement associated with the reported issue.